Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse tested the customer's leads and transducer cables. The fse performed a full function and calibration check. The iabp was operating per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called from ICU clinical support line and had texted image that revealed pump was in semiauto and pressure trigger. Customer was informed to press auto button, however after several minutes the pump still remained in pressure trigger. The ECG waveform looked good. Customer was informed to go back to semi auto, press ECG and then auto. The pump would go back into pressure trigger. Customer was getting ECG signal directly from leads, customer was instructed to try a different cable and the same thing had occurred. In the auto mode, the pump would not go into ECG trigger despite a good ECG signal. Customer stated the cables looked normal and had no apparent damage. There was a backup pump available, it was suggested to customer that the patient be switched to the backup, the backup pump was fine and would default to ECG trigger in auto mode. The pump was sequestered for biomed. There was no patient harm reported.